Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels due to three immunization shots. The customer also stated that he experienced air bubbles. Assisted customer with programming his insulin pump. The customer's blood glucose was unknown. Nothing further reported.